Manufacturer narrative:
It is indicated that product is not returning for eval. Therefore, investigation of the complaint to determine root cause cannot be completed. Since the product associated with the complaint was not returned, retain testing was performed on the reported lot number during an in-house investigation. Retain strip testing results met both accuracy and repeatability criteria. The products performed as expected and no product deficiencies were observed. Although the root cause analysis did not include return testing, improper use of the meter and improper techniques were identified in the complaint. These could not be ruled out as a cause of the unexpected results. The mfg records for the lot were reviewed. The lot met specifications and no non-conformances were documented. No further investigation will be pursued at this time. Based on the info available, there is no indication of a product deficiency. No corrective action is required at this time.

Event description:
Caller alleged discrepant low inratio inr result in comparison to the laboratory inr result. Results are as follows: date: (B)(6) 2014. Inratio inr: 1.3. Laboratory inr: 2.1. Therapeutic range: 2.0 - 3.0. The time between testing was less than one (1) hour. Reportedly, the meter was not in the correct mode when finger stick was performed, diabetic 25 gauge lancet was used and the first drop of blood was not used. There was no reported adverse pt sequela. There was no additional info provided.